Event description:
The plaintiff alleges that when plaintiff worked as a licensed practical nurse plaintiff was exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1999, at carolina allergy clinic plaintiff was diagnosed by dr as a result of a rast test as being allergic to latex. Plaintiff further alleges that plaintiff is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hosps, clinics, or private practice offices. Furthermore, plaintiff alleges that plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, economic loss, loss of wages, past and future medical expenses, mental pain, suffering and anguish, humiliation, anxiety, embarassment and outrage. Finally the plaintiff's spouse alleges to have suffered the loss of support, services, consortium, and companionship of plaintiff.